Event description:
It was reported that the arctic sun device was sent to biomed for not reaching below 30 degrees. Per wo notes, it was determined that the device had a failed mixing pump. Per additional information updated from (B)(6) on 24jul2025, biomed stated that device was not cooling and wanted to verify if it needs a preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. Per wo notes, it was determined that the device had a failed mixing pump. Per additional information updated from ttm on 24jul2025, biomed stated that device was not cooling and wanted to verify if it needs a preventive maintenance. Per follow up information received via task on 08aug2025, they submitted po for service kit including the mixing pump. They were currently awaiting the parts, and the device would be serviced once parts were received. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent to biomed for not reaching below 30 degrees. Per wo notes, it was determined that the device had a failed mixing pump. Per additional information updated from ttm on 24jul2025, biomed stated that device was not cooling and wanted to verify if it needs a preventive maintenance. Per follow up information received via task on 08aug2025, they submitted po for service kit including the mixing pump. They were currently awaiting the parts, and the device would be serviced once parts were received.